Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample according to the field application specialist. The initial tsh result was 0.034 uiu/ml (accompanied by a data flag). The customer routinely repeated all low tsh values and therefore, did not report this result outside the laboratory. Before verifying the low result, the customer repeated the sample twice. The first repeat was performed on the same cobas e411 rack analyzer and recovered 4.26 uiu/ml. The second repeat was also performed on the same cobas e411 rack analyzer and recovered 4.20 uiu/ml. The customer deemed the 4.26 uiu/ml result to be correct and reported this value outside the laboratory. The patient was not adversely affected by the event. The thyrotropin (tsh) reagent lot number involved in the event was 16279003. The field service representative did not find a cause and could not reproduce the problem. He replaced the s/r probe and liquid level detection (lld) circuit board as a precautionary measure. The field service representative performed diagnostic checks which all passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. General causes include an insufficient pipetting of sample volume due to foam or airbubbles on sample, reagent and system reagent surface, microclots in the sample due to incomplete clotting or after thawing or the creation of foam on microparticle surface caused by bead mixer not within specification. In this event, the erroneous result was not reported outside of the lab. No adverse events were reported.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.